Manufacturer narrative:
Device had broken battery cap, broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 429 mg/dl. Customer reported damage to the insulin pump. The customer stated damage occur around with the battery threads on the battery cap. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.